Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause was unknown. The patient was hospitalized for the event and was treated with an unspecified anti-inflammatory drug. At the time of this report, the patient has not recovered and pd therapy was withdrawn. The reporter decline declined to provide additional information.